Manufacturer narrative:
The root cause for the defective charger cannot be positively identified. No adverse events occurred from the damaged charger. Device evaluation of battery charger/modem (B)(6) has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.